Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms, loss of capture and low amplitude measurements. Subsequently a procedure was performed where the lead was surgically abandoned. During the procedure the ra lead was tested with a pacing system analyzer (psa) which yielded the low out of range pacing impedance measurement. No visible issues were observed on fluoroscopy imaging. No additional adverse patient effects were reported.